Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pain, perforation and migration cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain and perforation as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a bulge in their scrotum and pain due to the right cylinder migrating out of the corpora. A replacement surgery was performed in which the existing device was removed and replaced. There were no allegations of device malfunction regarding the explanted device and the no further patient complications were reported. Following the procedure, the patient was noted to be in good condition.

Event description:
It was further reported that the patient had a bulge in the scrotum and pain due to the right cylinder of an inflatable penile prosthesis (ipp) migrating out of the corpora. A replacement surgery was performed in which the existing device was removed and replaced. There were no device malfunctions associated to the explanted device and the patient did not experience further adverse events. Following the procedure, the patient was in good condition.